Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not recognize the electrode, was confirmed. The broken connector was replaced to resolve the reported complaint. The device was tested and found to be working according to specifications. User mishandling of the device is the most probable root cause of the broken connector. This would in turn, have caused the device to not recognize the electrode. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported via service request that pre-operatively to an unknown procedure, a vapr vue generator does not recognize the electrode. No surgical delay or patient consequences reported. The customer states that they have no further information.